Event description:
The customer alleges back to back results of 110 mg/dl on her meter and 300 mg/dl on her doctor's meter. Her doctor gave her insulin in his office. Controls were not run. The customer threw the device away.

Manufacturer narrative:
The customer threw the device away.